Manufacturer narrative:
(B)(4). Upon review, it was determined that this event met the criteria for reportability. To date, no add'l info has been received regarding further resolution of pt symptoms. Per solta medical's thermage technical user's manual, "pt feedback regarding their perception of heat or discomfort during the procedure is essential input to guide the operator in determining safe and effective treatment levels. Note: avoid injected or tumescent anesthesia or nerve blocks. Solta strongly discourages the use of local injections and tumescent anesthetic techniques to manage pt comfort during the thermage procedure. Injecting lidocaine or similar anesthesia or other substances into the treatment area will change the natural electrical resistance and alter the tissue heating profile in an unpredictable way. Caution: use of these types of pain mgmt techniques add an increased risk of tissue injuries, including surface irregularities."

Event description:
It was reported by the pt's attorney that after she traveled to (B)(6) to get a thermage procedure, she developed facial swelling, blisters and bruises. The blistering was mostly on her right cheek. The physician treated the pt's symptoms with burrow's compress, laser cream, lymphatic drainage and light therapy, and instructed the pt to use obagi products. On (B)(6) 2008, the pt was reported to have scars and hyperpigmented skin. It should be noted that the treatment was performed under local sedation, which is expressly contraindicated.